Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of atypical peritonitis in a patient coincident with physioneal 35 unknown bag and physioneal 40 clear-flex therapies for peritoneal dialysis (pd). During a call to baxter customer services, it was reported that in 2011(between (B)(6) 2011 and (B)(6) 2011) the patient experienced atypical peritonitis. It was unknown whether remedial treatment was rendered. Event outcome and action taken with physioneal was unknown. The physician did not provide an assessment of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.